Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was identified in the common carotid artery (cca) upon insertion of the 0.014'' enroute guidewire. The physician placed two unplanned stents to cover the dissection. The procedure was completed with no further complications reported.